Event description:
Dealer states both upper supports on the footrest are bent down.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.